Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was that the device¿s air/o2 blender in the gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the distributor in bolivia to repair the device and return it to service.

Event description:
The distributor in (B)(6) reported that while in use on a patient the device was intermittently delivering incorrect fio2 % and was alarming. The patient was removed from the device and placed on another device. There was no report of harm to the patient.